Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 314 mg/dl and 138 mg/dl 2. 109 mg/dl, 172 mg/dl, 192 mg/dl, 402 mg/dl, 215 mg/dl, 367 mg/dl, 174 mg/dl, hi (greater than 600 mg/dl), and 121 mg/dl 3. 197 mg/dl and 432 mg/dl 4. 63 mg/dl and 197 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.